Manufacturer narrative:
Device returned with no lot identification.

Event description:
It was reported the instrument broke. The co was contacted, the purchasing secretary. 10/22/96 the ems was used during a laparoscopic burch repair. The staple was jamming in the device. Another ems was opened to complete the case and worked fine. There was no consequence to the pt.